Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, impedance, defibrillation cycling, and environmental chamber testing without duplicating the customer report. Review of the device log showed critical errors that indicated the battery needed to be replaced. The battery pack used at the time of the event was evaluated and the device was unable to power up. Battery pack measured at 6.6v with 0% capacity. The customer was sent a replacement device. Analysis of reports of this type has not identified an increase in trend.